Event description:
It was reported that during the platform check for a rotational atherctomy treatment procedure, the distal burr separated from the catheter. No pt injuries or complications were reported.